Manufacturer narrative:
Additional information: executive summary and explant date. An event regarding  abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.  Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue. Update 27-nov-2019: communication received from legal stating "patient had underdone bilateral revision surgery on (B)(6) 2019."

Event description:
This pi is for the right hip it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue. Update 27-nov-2019: communication received from legal stating "patient had underdone bilateral revision surgery on (B)(6) 2019"

Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a male patient who underwent a cementless right total hip arthroplasty in 2008 using an accolade femoral stem with an lfit cobalt chrome femoral head. The patient subsequently itself developed elevated metal ion levels and required revision surgery in 2019. I can confirm that the patient had a primary right total hip arthroplasty in 2008 since I was able to review the operation report. I cannot confirm the revision because I have no documentation other than the product inquiry report. The root cause of this event, revision surgery for elevated metal ion levels, cannot be determined with certainty. The causes of elevated metal ion levels are multifactorial including surgical technique, especially in the way that the trunnion and femoral head are prepared for insertion, patient factors such as activity level and bmi, and implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to excessive levels of cobalt and chromium. A review of the provided medical records by a consulting clinician was unable to confirm the event as nothing pertaining to the revision was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for the right hip. It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008. It is further alleged that he suffered injuries as a result of implantation of the device at issue, and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.